Event description:
It was reported that the patient presented for left ventricular (lv) lead replacement procedure due to high capture thresholds noted on the lead. Furthermore, it was discovered through an x-ray using fluoroscopy that the lv lead had pulled back from the previous implant position. Therefore, the physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.